Event description:
Two separate facilities reported two significant near-suicide incidents involving specialty bedding marketed as "harm reduction" bedding intended to prevent self-harm or suicide attempts. In both cases, patients attempted hanging using these linens and required immediate intervention to be revived. Despite anti-ligature or harm reduction design, the bedding can be manipulated with other items in the room (such as clothing), and, when combined with a door or mattress, effectively creates an anchor point¿a major risk for strangulation/hanging. Patient rooms are supposed to be free of anchor points, but the linen itself was found to provide a workaround for this safety feature. Details of the incident show that the patient leaned into the mattress using the linen to create an apparatus for self-harm, which detached as soon as staff intervened and opened the door. These events have prompted internal concern about the continued use of these products, and recommendations for submitting a medsun (FDA medical product safety surveillance) report for further review. The FDA has been notified, as the product claims to prevent self-harm may qualify as a medical claim. The fact that two serious events have occurred triggered this report. Staff have discomfort and reservations regarding the product's safety. Immediate staff response saved the lives involved, showed the importance of vigilance despite "harm reduction" measures. Submitting the FDA medsun and request follow up from manufacturer.